Event description:
It was reported that the programmer displayed an error message at power up. Technical support (ts) explained to the caller that the service disk should be attempted, as it might clear the error. If not, the programmer will be returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).